Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient symptoms included tiredness and chest tightness, and the arrhythmia was sustained. It was noted that the batteries in the implantable cardioverter defibrillator (ICD) had run out and a discussion on replacing the ICD was in progress. The arrhythmia was resolved with increased medical therapy. The pump speed was lowered to 5000 revolutions per minute (rpms) however the fixed speed had been maintained at 5700 rpm. Log files were submitted for review and captured frequent pi events on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had episodes of ventricular tachycardias (vts) that required direct current cardioversion (dccv). Log files were submitted for review and captured 126 pulsatility index (pi) events on (B)(6) 2025. The patient had episodes of vts again and a ramp study, log files were submitted for review again and captured 123 pi events on (B)(6) 2025. A third set of log files was submitted for review from (B)(6) 2025 that captured 124 pi events on (B)(6) 2025.